Manufacturer narrative:
The implanting clinician decided a revision will not be performed. The clinical representative followed up with the patient to obtain an update on the patient's condition. The patient disclosed receiving 80-90% pain relief after the reprogramming session. The stimulator is used for the treatment of pain. The no therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired product, migration, improper device placement, damaging the device during the implant procedure and the patient having co-morbidities were ruled out. However, the patient did experience a fall. The cause of the loss of therapy is patient user error due to severe force applied to the implant (patient fall).

Event description:
Patient experienced loss of therapy after sustaining a fall. On (B)(6) 2021, the clinical representative disclosed that after performing x-rays, it was determined migration did not take place, and fractures did not occur.